Manufacturer narrative:
Additional information: e1: event site email: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4 (serial number & UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced power slot interface board (0997-00-1187) and power management board to resolve alarming while powered off and plugged in. The unit was returned to customer. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was alarming when the unit was off and plugged in. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was alarming when the unit was off and plugged in.